Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason per physician's preference.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time regarding the revision.

Manufacturer narrative:
.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason per physician's preference.